Event description:
It was reported that an elderly female pt who had undergone a rotoblator atherctomy procedure required use of a temporary pacing catheter. Her condition deteriorated due to cardiac tamponade, resulting in death. The attending cardiologist indicated that the incident was not due to a product defect, but rather that a non-balloon pacing catheter should not have been used with a fully anticoagulated elderly pt. He will use balloon pacing catheters in the future.